Event description:
A carefusion service representative called carefusion technical support, to report that during preventative maintenance, he discovered that the touch screen on one of the units was unresponsive, and alarming "no cal data". The field service representative also stated that during power up, the screen only shows red letters and appears to be waiting for the software to upload. No patient involvement at the time of this event.

Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the unit, determined that the main board was the root cause of the reported event. The field service representative replaced the main board, then performed performance checks on the unit. The unit was performing according to manufacturer specifications.